Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It was confirmed that there was no deformation in the area where foreign matter remained. It was confirmed that the reprocessing is being implemented as per IFU. The detection method is described in chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope was inspected before use and the air and water supply was weak. The intended procedure was diagnostic (esophagogastroduodenoscopy) and was completed with the same device. There were no reports of patient harm. During evaluation of the returned device, it was found that there were foreign objects in the nozzle and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned and evaluated, and the customer¿s allegation of weak air and water supply was confirmed. Device evaluation found that due to clogging of nozzle, air and water supply volume did not meet the standard value. In addition to nozzle containing foreign objects finding, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value, connecting tube had a buckling, plastic distal end cover had a scratch, adhesives around light guide lens had white-clouded area, adhesives around objective lens had white-clouded area, protector of universal cord on suction connector side had a scratch, universal cord had a wrinkle, forceps channel port was shaved, paint on suction cylinder was peeled, paint on air and water cylinder was peeled, switch 1 had a scratch, adhesive on bending section cover had white-clouded area, adhesive on bending section cover had a crack, adhesive on bending section cover had a chip, due to wear of angle wire, the play of up and down knob was out of the standard value, connecting tube had a scratch, and connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.